Event description:
It was reported that a skin reaction was occurred. On (B)(6) 2025, it was reported that the patient is unsure if the skin reaction resulted from the dexcom device or the medical tape, which could have contributed to the development of mrsa. The patient went to the emergency department (ed) because of a skin reaction that caused open wounds on the abdomen and leg. Upon arrival, the attending physician assessed the site, gathered a test sample, placed a bandage, and discharged the patient after around 2.5 hours. The patient was prescribed two oral antibiotics (cefalexin and doxycycline hyclate, unspecified dosage). The patient did not specifically reference the findings of the examination, and the sample analysis conducted. On (B)(6) 2025, the patient visited an urgent care clinic and had a culture test performed for mrsa. At that moment, the infection remained in the nasal passages, and the patient was advised to continue the antibiotics. No specific explanation was provided during the call regarding why the patient returned on (B)(6) or what transpired between (B)(6), and whether the infection developed concurrently. On (B)(6) 2025, tech support contacted the patient, and he declined to provide any further event information. At the time of the follow up report, the patient was in stable condition, although the mrsa infection is still undergoing recovery. The patient has not started using the dexcom device again since the event. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - ulcer.